Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the fifth sampling did not return any samples. Tried taking additional samples at different clock positions, clearing the probe with clear probe mode, cleaning out the knockout pin, and flushing the probe and tubing with lidocaine and still didn't retrieve any samples. The doctor decided to remove the probe and try a second probe. The second probe initialized and was placed back into the breast but the doctor wasn't able to find any calcifications under x-ray and decided to stop the case at that point, having obtained four good samples.